Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a lost sensor alert on the insulin pump. When she removed the sensor, the cannula was missing. The customer also received a weak signal. Customer's blood glucose level was 295 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor, performed the continuity resistance test and the sensor failed per specifications.